Event description:
The facility representative contacted baxter to report an intermate that had tubing disconnected from the mating coponents. The intermate was filled with 2 grams of ceftriaxone in 100 mililiters of normal saline. The event occurred before patient use. There was no report of an adverse event, patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation, but the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results become available or if additional information becomes available.